Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-dec-20 indicated the pump was replaced because the pump "failed." The patient inquired if there were tests that could done to understand why the pump was failing. The patient spoke with hcp who told them there was no testing that could be done. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. The patient mentioned having a dose increase. It was reported that the patient was scheduled to see a surgeon for a revision. 2 weeks prior to (B)(6) 2018, her spasticity increased almost overnight. They gave her a 100mccg bolus and checked on her 2-3 hours later; there was no change in her spasticity. The baclofen was not getting to her spine. They told her the pump was working fine and the problem was the catheter. There were no further complications reported at this time.